Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.  The device history record (DHR) for the lot number 30070340l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, ablation was conducted on the right atrium (ra) lateral side. After that, during mapping phase, while tracing the right ventricle (rv), the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardium. Patient¿s blood pressure stabilized after pericardial drainage. The patient required extended hospitalization in the cardiac care unit (ccu) for monitoring purposes. Patient¿s outcome is improved. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. And physician causality opinion. There were no biosense webster, inc. Product malfunctions reported during the procedure. It is unknown if transseptal puncture was performed. The generator was in power control mode at the time of the injury.